Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2020. When the sensor wire was removed on (B)(6) 2020, the sensor wire was missing. The patient pressed on the insertion area and felt something under the skin. He was evaluated by a healthcare personnel (hcp) on (B)(6) 2020, who ordered an x-ray which was negative for a retained wire. A CT (computed tomography) scan was ordered, and the results were pending at the time of the report. At the time of contact, the patient was doing okay. No product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause was not determined. No additional patient or event information is available.